Manufacturer narrative:
(B)(4).

Event description:
The article "loss of atrial pacing in a patient with a dual-chamber permanent pacemaker: what is the mechanism?" Was published online on 15 september 2016 in the journal of arrhythmia. This article presents the case report of a symphony patient who presented to the clinic because of increased shortness of breath. A surface 12-lead electrocardiogram (ECG) showed no pacing activity in the atrium, and atrial oversensing was observed (artifacts at 8hz).

Event description:
The article "loss of atrial pacing in a patient with a dual-chamber permanent pacemaker: what is the mechanism?" Was published online on 15 september 2016 in the journal of arrhythmia. This article presents the case report of a symphony patient who presented to the clinic because of increased shortness of breath. A surface 12-lead electrocardiogram (ECG) showed no pacing activity in the atrium, and atrial oversensing was observed (artifacts at 8hz).